Event description:
A (B)(6) pt contacted zoll customer support to report constant adjust belt and check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an open brown (-5v) wire in the trunk cable connector. The cause of the test failure and adjust belt and check te pad messages is the open wire. The root cause fo the open wire cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.